Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. There was damaged rear housing. The reported problem was confirmed. The root cause of the reported issue was found to be broken rear housing at syringe cap and cartridge viewing window. The rear housing was replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the mother reported: possible push rod misaligned: after cartridge was loaded, remodulin was expelled (into tubing) when cartridge cap is locked onto pump. No patient injury was reported.